Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the pt developed a hole, with leaking, on the 2 cuff coil swan neck catheter at the site of the adapter. Pt was treated with prophylactic vancomycin.